Event description:
It was reported that the customer received a motor error alarm on the insulin pump. Customer's blood glucose as not known. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected motor error alarms were noted. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.